Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the station was not turning on. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on and remained stuck in an unresponsive state. A field service engineer (fse) found that the station was not receiving full power and was unable to boot. Upon inspection, the fse discovered that the auxiliary internal pyxibus cable was frayed. Further testing also revealed a defective drawer controller in the half height (hh) cubie drawer 6.1 and then fse replaced both the internal pyxibus cable and the faulty drawer controller. After completing the replacements, power was restored, and the station came back online. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the station was not turning on. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.